Event description:
It was reported that during a therapeutic procedure, the subject device exhibited that the image was reddish. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g6. H2, h3, h4, h6, h11. Corrected fields: e1-(B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial report. Corrected fields: h7, h9 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.